Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A blood leak occurred at the post-oxygenator blood sampling port following 10 minutes of extracorporeal membrane oxygenation support resulting in an oxygenator exchange.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. In addition, there were no further complaints regarding this issue against the reported batch number. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were no deviations in the manufacturing documentation concerning the failure pattern at hand. There were three quality events logged on the batch number, but none were related to the reported failure pattern. The provided photographic and video evidence shows one drop of blood that appears to have leaked through the top of the luer-lock connection. A defect at the blood sampling port was not clearly visible in the photos. Therefore, it is unknown if a defect or crack was present at the port. Based on the available information, a cause for the reported event could not be established.

Event description:
It was reported that a user facility found a blood leak that occurred at the post-oxygenator blood sampling port of the xlung kit 230 following 10 minutes of extracorporeal membrane oxygenation support resulting in an oxygenator exchange. Blood loss was determined to be less than 500 ml as a result of the leak and oxygenator exchange. No further leaks were noted following the oxygenator exchange. There was no indication the patient experienced a serious injury as a result of this event. The sample was not available for return for product inspection.